Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 21-nov-2019 with the following findings: during testing, the pump was powered and the time and date reset to default settings due to a failure of the internal clock battery on the printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a history/settings (time and date reset) issue. This complaint is being reported because it may result in over- or under-delivery due to running the incorrect time segment.